Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00290; 804-06-332, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Instrument failure - torx bit tip broke off inside patient and cold welded to screw. Surgeon was unable to remove broken tip from screw. Tip was left in patient.